Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h4, h6, h11. The device was not returned to olympus for inspection and the reported failure was confirmed by technical assistance center (tac). A root cause could not be identified. Based on the results of the investigation, the most probable cause of reported event was traced to component failure. The customer contacted the technical assistance center (tac) via another source. One monitor was not working, and advised reseating the sdi cables and switching the input from vd to sdi-1 in. After troubleshooting, both monitors were working. The issue was caused by a loose cable and/or incorrect input selection. The customer reported the event, and the device will not be returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high definition liquid crystal display monitor had a flickering and intermittently going out image. The issue was identified during inspection for use. There were no reports of patient harm.